Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced bleeding that required additional and longer groin compression. Patient had more bleeding at the end of the procedure after removal of catheter (groin puncture). Additional and longer groin compression was done. The procedure was completed successfully. Additional information was received on 16-apr-2024. "Patched" patient up so that wound was closed at site of incision. Patient did not require extended hospitalization. Additional information was received on 17-apr-2024. Preface® guiding sheath with multipurpose curve was used. The groin hematomas/bleeding are associated with sheaths utilized for vascular access. Therefore, this adverse event was originally considered non-reportable under the ablation catheter ¿thmcl smtch sf bid, tc, d-f¿ as this device was assessed as concomitant for this event. However, bwi became aware of additional information on 17-apr-2024 providing the preface® guiding sheath with multipurpose curve and have reassessed the adverse event as reportable under the preface® guiding sheath with multipurpose curve with the awareness date of 17-apr-2024.

Manufacturer narrative:
Additional information was received on 30-apr-2024. No suture was needed, the groin pressing just took longer than usual (nurse and physician stayed for about 20min pressing the groin after the procedure). Therefore, per this additional information, this event was re-assessed from a MDR reportable serious injury to a non MDR reportable patient event non serious. Manufacturer's reference number: (B)(4).